Event description:
Patient reported blood glucose results of 148 mg/dl, 112 mg/dl, 136 mg/dl, 118 mg/dl, 102 mg/dl, and 108 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. One out of two check strip tests fell within specifications.